Event description:
It was reported that the right ventricular lead exhibited noise. All electrical measurements were normal. The noise was reproducible with isometrics. During the procedure the physician suspected crack in the header due to the fall. The device was removed and replaced. The patient was in a stable condition prior, during and after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Correction: concomitant medical product was not mentioned in the previous report.